Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) with history of chronic obstructive pulmonary disease (copd) and dilated right atrium (ra), underwent a right sided atrial tachycardia (r-at) ablation procedure with a thermocool® smart touch® sf catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the stsf (lot: 30452720m) had an error -1006- catheter sensor error displayed on the carto® 3 system. The cable was replaced but the issue would not clear with the new cable. The physician was trying not to re-zero until after ablation was completed but they were not able to continue. The catheter was replaced, and the issue resolved. The case continued. Physician¿s causality opinion is that the issue was patient condition related. It was also reported that post ablation phase and while doing additional mapping with the replacement stsf catheter (unknown lot#), the patient became hypotensive and cardiac tamponade was confirmed by transthoracic echo (tte). Pericardiocentesis was performed to drain 1000ml of fluid from the pericardial space and an unknown amount reintroduced. Patient was then moved to the operating room (or) for surgical repair. Prolonged hospitalization in the intensive care unit (ICU) was required to recover from surgery. Patient was reported in stable condition and had fully recovered. The physician relates the causality of the event to the patient¿s condition. Catheter irrigation was set at 2ml/min mapping, then 15ml/min with 40w ablation. Graph, map viewer vector and visitag were used as force visualization features. Visitag settings were 1.5mm range, 3 sec stability, fot filter off, 2mm tag size. Time 0/20 seconds scale was used as coloring option. Since this event is life threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.